Event description:
In incident of povidone iodine leaking from the connection between the transfer set and minicap.the transfer set had been in use for one day.no patient injury or medical intervention was associated with this incident,per baxter.